Manufacturer narrative:
Other, other text: additional information: a1, b3, b5 and h6 ( patient code).

Event description:
Additional information provided that there was no patient injury.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. The device was dislodged syringe error due to broken rear housing at syringe cap. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump displayed a dislodged syringe error. No adverse patient effects were reported.